Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath- medium and a hemostatic valve separation issue occurred. While prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the dilator was inserted into the valve at an angle and it damaged the valve and resulted in excess liquid leakage from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A new vizigo sheath was used. There was no patient consequence. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces and did not become detached from the sheath. Air did not enter the patient¿s body and blood wasn¿t observed. The issue did not require percutaneous or surgical removal. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 29-apr-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 50000063 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)